Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during a right ventricular (rv) lead extraction procedure. The ra lead exhibited increased thresholds. No adverse patient effects were reported. The physician chose not to replace the lead as the patient does not require ra therapy. This product was successfully explanted.